Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. No additional patient or event information was available.